Manufacturer narrative:
A documentation review was performed, and no discrepancies were identified with the finished goods lot 1711-007 or the PICC raw material lot r1603-075. The PICC was visually inspected upon return, and a gap was identified on the red luer. The gap is most likely a result of repeated over-tightening of luer lock connections (i.e. Syringes, caps, etc.) To the luer, as identified in the PICC instructions for use (ls-00139-01).

Event description:
The PICC was initially placed on (B)(6) 2018. Three days later the nurse was called by the infusion center to replace the PICC due to leakage coming from the "red hub"(luer fitting). It was stated that the "red hub" was not cracked but rather described as having a hole. The PICC was replaced.